Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was very hot. The patient reported it was too hot to touch, and he could not confirm the serial number of the pdm because it was all discolored like when something, "melts down". It was unknown if the pdm was being charged at the time it was found to be hot.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action (B)(4) was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.